Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of bupivacaine at 2.649 mg/day and 1 mg/ml of dilaudid at 0.2649 mg/day via an implantable pump for non-malignant pain. It was reported an infection was suspected in the device pocket. The infection had not been confirmed. It was unknown if the infection was related to the device. Drainage was reported. It was reported it looked like there was a small hole near the incision line with pus coming out of it. The physician was concerned it might be infected so they elected to replace the pump. It was indicated the patient was an infection risk due to other medical issues including bilateral knee replacements and the patient was on long term antibiotic therapy. It was unknown when the issue began. Treatment was ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the pump would not be returned. The reason was not provided. The date of onset for the infection had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the pump would not be returned because there was no problem with the pump and the infection was not blamed on the pump. The patient's weight was unknown. It was confirmed the information provided had been confirmed with the physician/account.